Event description:
Additional information received from the company representative reported the patient mentioned no device issue. His right implantable neurostimulator (ins) was at elective replacement indicator (eri) and they decided to change both inss. Electrode impedances were taken on both generators prior to surgery and there were no problems found; they were all within normal range.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4) implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A healthcare professional reported that the patient could feel the batteries pounding in their chest. The patient inquired about putting the batteries at a low setting. A battery replacement was scheduled for (B)(6) 2016. It was unknown what the reason for the battery replacement was. It was unknown what troubleshooting was done. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.